Event description:
The customer requested svc to the gentlelase laser after noting adverse burning of the skin during laser hair removal procedures. The svc rep noted the energy calibration off 39%, resulting in higher energy delivered than expected.